Event description:
Explanting physician reported capsular contracture baker grade IV. The device status is unknown. This record relates to an unknown side.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. A review of the device history record has been completed. No deviations or non-conformances noted. Reason for reoperation: capsular contracture baker grade IV.

Manufacturer narrative:
Additional, changed, and/or corrected data: b.5.

Event description:
Explanting physician reported capsular contracture baker grade IV. The device status is unknown. This record relates to the right side.

Event description:
The device remains implanted. This record relates to the right side.

Manufacturer narrative:
Additional, changed, and/or corrected data: b.5.